Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the numbers were ramping up quickly during a bolus. It was also reported that the customer was hospitalized for diabetic ketoacidosis. The customer's blood glucose reading was out of range. Advised that the insulin pump would be replaced due to the keypad anomaly. Nothing further was reported.